Manufacturer narrative:
The reported event of lead dislodgement and high pacing impedance were not confirmed. As received, a complete lead was returned in two pieces with the helix found retracted and clogged with blood/ tissue. The full helix extension length was measured within the specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to test lead impedance due to the condition of the lead, as received. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during an attempted implant procedure, the right ventricular (rv) lead had dislodged. Repositioning was attempted but high pacing impedance was detected. The rv lead was replaced. There were no adverse health consequences.